Event description:
It was reported that the customer experienced high blood glucose levels for several weeks and that the insulin pump alarmed button error. The blood glucose reading was over 230 to 240 mg/dl, and after treatment it lowered to 154 mg/dl, then 142 mg/dl. The caller also stated that the blood glucose reading ran over 300 mg/dl. The customer did not express any symptoms of high blood glucose and advised that he was using an insulin pen to treat. He observed an air bubble in the middle of the tubing as well. He noted that he had used insulin when it was still slightly cold. He was advised to change his basal rates back to what his doctor had prescribed and told him to check with his doctor to see if any settings needed to be changed. He stated that the device was recording his boluses. The insulin pump passed the high pressure test upon troubleshooting. No significant events leading to the button error alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.